Event description:
Sorin group (B)(4) received a report that, during setup, the touch screen of the s5 roller pump was found to be unresponsive. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during setup, the touch screen of the s5 roller pump was found to be unresponsive. There was no pt involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.